Manufacturer narrative:
Additional information, b5: upon follow up, it was reported that on unknown date, the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported that the patient was hospitalized and then discharged after one day. Treatment was not reported. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. It was reported that retraining on the proper aseptic technique was completed. No additional information is available.